Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.

Manufacturer narrative:
The reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.